Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate would not prime. It was further reported that the device was filled with meropenem before the observed event. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between december 13, 2017 - december 17, 2018. The device was received for evaluation containing approximately 80ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, no evidence of flow was observed at the distal luer. When the tubing line was cut in order to drain the drug fluid, fluid was not observed coming out of the cut tubing line which indicates the cause of the no flow problem was due to blockage from excess solvent located at the solvent-bonded junction of the tubing and stress member. The reported condition was verified. The cause of the reported condition was excess solvent applied during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.